Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an error icon was displayed on the receiver. No additional event or patient information is available. Data was not available for evaluation. Confirmation of the error icon and a probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an error icon was displayed on the receiver. The receiver was received for evaluation. An external visual inspection was performed and no defects were found. A charging and boot up test was performed and the receiver booted up. Functional testing was performed and receiver passed all tests. Review of the log data confirmed the reported error icon. The reported issue was confirmed. The probable cause could not be determined. No additional patient or event information is available.